Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: three devices are available in a decontaminated condition. Intra-operative medical intervention was necessary. Several pins of the three devices are broken and bent. The components have been examined microscopically with the digital microscope. The three devices were investigated in the responsible manufacturing plant. Part 1 np462r (06/17): 3 from 8 pins are shared off and 2 pins are bent. It is possible to couple the device with the gauge-function is no longer valid. Part 2 np462r (02/17): the pins are optically without failure-gauge check-function is working. Part 3 np462m: 3 from 8 pins are bent. It is not possible to couple the device with gauge-function is no longer valid. Part 1 and part 2 - np462r does not require batch management; a review of the device quality and manufacturing history records is not possible. The device quality and manufacturing history records has been checked for the available lot number and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably usage related. A possible root cause for the failure could be that during the surgery the endure key was not properly fitted onto the locking ring. This will cause that not all pins are seated complete in the intended contact zones. A CAPA was created.

Event description:
It was reported by the healthcare professional to the company sales representative "the surgeon could not loosen the union nut of the axis intraoperatively. In two of the locking ring spanners, several pins were bent. In addition, three pins of one of the np462r. The f1 nut broke off with a 3rd instrument and he had to fumble out the broken pins from the nut, which could not be loosened. The surgery delay extended approximately by 5 to 10 minute and the axis could not be replaced. The surgeon used a new pe with a new lock nut." All medwatch submissions related to this patient are: 9610612-2018-00489, 9610612-2018-00493.